Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The distributor alleged that there was moisture/corrosion behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 11/03/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that there was moisture in the pump. The display screen was blank during testing. The pump failed a leak test at the case seal. The pump cover was opened and moisture was found on the display, printed circuit board, and display flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.